Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a17 and a21 alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the customer's insulin pump had external ram crc error and unexpected restart error. Customer's blood glucose level was unknown. Customer was able to clear the alarm and able to complete rewind. Troubleshooting was performed. Customer reported that the alarm did not occur shortly after inserting a new battery but unexpected restart error alarm was recurring during normal insulin pump use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.